Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), atrial flutter, chest pain and bradycardia occurred. A 27mm lotus valve was implanted in a patient in (B)(6) 2016. Post implantation, lbbb was noted. One (1) day post index procedure, atrial flutter was noted. The patient was discharged from the hospital. Six (6) days post implant, anxiety was experienced for 30-40 minutes followed by chest pain for 20 seconds, which then stopped. Nine (9) days post implant, electrocardiogram confirmed atrial flutter. Twelve (12) days post implant, a permanent pace maker was implanted and the patient was discharged seven (7) days later. The condition was reported to have been resolved.